Event description:
This MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2013-03628, and #3005099803-2013-03629 for a description of the other devices. This report is for the third device. It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2013. According to the complainant, the injection gold probe would not produce energy for cauterization inside the patient's stomach. There was no visible damage noted with the device. Two other injection gold probe devices had the same issue. A fourth injection gold probe device was used with the same generator to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.